Event description:
Updated date of occurrence.

Event description:
Patient later reported right side "small area of cellulitis on right breast which was treated with IV antibiotics", "skin rashes", and "anxiety/stress." Patient additionally reported ¿symptoms of lethargy, fatigue¿, "alopecia, insomnia, decrease in concentration and memory", "the patient is clearly struggling and is suffering a range of symptoms consistent with breast implant illness", "headaches", and "muscular pain"; these are not device related. Device has been explanted.

Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of drainage, seroma-late and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, seroma-late and wound dehiscence.

Event description:
Patient reported right side "swelling of breasts and fluid build up", "tenderness", "pain under right armpit and right breast", "patient can no longer lift up the right arm", "skin rashes", "oozing skin wound at the site of the breast", ¿potential lateral shift of the implant¿ , and ¿concerned about cancer¿. The reported events "extreme tiredness", "lack of concentration" are not related to the device. The device remains implanted. Treatment: antibiotics and pain relief.